Manufacturer narrative:
Date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, a review of the black box and the alarm history showed no alerts related to the complaint. The pump powered on with the returned battery cap to a dim discolored display. The display was not found to be blank. The pump¿s case was removed, and the display flex cable was fully inserted into the display flex connector, and the connector was securely latched. No evidence of moisture or loose components was found inside the pump.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.